Event description:
It was reported that while using the sternum saw to open the pt's chest the saw was cutting in a zig zag pattern instead of straight line. There was no other saw available in the department, so the surgeon continued with the saw which resulted in a ragged edge to the sternotomy. No additional treatment was given to the pt. There were no reports of medical intervention provided to preclude permanent impairment.

Manufacturer narrative:
The device was returned to stryker UK technical services for evaluation. The quality investigation is ongoing and this report will be updated when it is completed.